Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have air bubbles in reservoir. Customer reports of gone through four reservoirs, all with air bubbles. Customer's blood glucose was 350 mg/dl. After troubleshooting, customer was advised to monitor issue and call back should issue persist. No further information provided.